Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain, cervical radiculopathy, and spinal pain. Information was reported that the patient's reason for calling is because that she is having a problem with the battery in her ins. The patient explained that she meant the problem she was having was the implant battery was not holding a charge. The patient stated the she has had her current ins for almost 3 years, and she previously had to charge this ins once a week. The patient stated the she charged her previous ins once a month. The patient reported that she now has to charge every 2 days. The patient noticed this issue yesterday, and mentioned that she charged on sunday afternoon. The patient noted that they are charging till it's full. The patient has recently increased their parameters. It was reviewed how programming parameters affect the recharge interval. The patient reported that she gets injections in her neck where one of the leads (that is implanted in the neck) is located. The patient stated that the last time the doctor did the injection, around the (B)(6), the healthcare provider (hcp) asked the patient if the lead in the neck had moved. The patient stated that she told the hcp that the lead in the neck hadn't moved, but the lead in the back may had moved. The patient stated that she thought this because about a month ago, she stopped feeling stimulation in her lower back. The patient stated that when she got home, she increased stimulation in her lower back. No further complications were reported. No additional patient symptoms were reported.